Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient did not have a pulse at the carotid artery. Cardiopulmonary resuscitation was performed however the patient passed away. The cause of death was determined to be respiratory arrest likely caused by aspiration. There was no allegation from the physician that the patient's death was related to the lp implant itself.